Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round high profile 420cc saline prosthesis, catalog: 3503420, serial number: (B)(4), lot: 7384669. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent primary breast augmentation with mentor smooth round high profile 420cc saline prostheses experienced capsular contracture of unknown baker grade post procedure. At the time of this report, mentor has no information on which side was impacted. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On the initial report dated (B)(6) 2018, mentor mistakenly stated the concomitant product was the right breast prosthesis. It is unknown yet which side was impacted by the capsular contracture. On 10/19/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on 11/12/2018. Summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number 7356068 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).